Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a mini hole in the syringe, not visible to the naked eye when blood gas, blood flows through the hole. The patient was (re)injected with another syringe. There was patient involvement. No clinical or patient injury. No medical treatment received.